Event description:
Boston scientific received information that this system was explanted due to infection. A temporary device was placed outside the patient's body to provide pacing therapy until a new system could be implanted. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.